Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # (B)(4), cup, lot # 082970, item # (B)(4), taper insert, lot # 311070, item # (B)(4), femoral stem, lot # 62016879.

Event description:
It was reported that a patient underwent a right hip revision approximately 3.5 years post implantation due to pain and elevated ion levels. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same patient (reference 0001825034-2017-00312 & 0001825034-2017-00313).

Event description:
Legal counsel for patient reported that patient's right hip was revised approximately four years post-implantation due to pain, elevated metal ion levels, and pseudotumor.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent an initial right tha on (B)(6) 2012 with m2a-magnum implants, subsequently 3 years 6 months post implantation patient underwent a revision procedure on (B)(6) 2016 due to metallosis and mildly elevated cobalt levels.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised approximately four years post-implantation due to severe pain, elevated cobalt and chromium levels, and pseudotumor. Medical records noted whitish-yellow color soft mass noted over the greater trochanter and an aspiration for testing of the fluid and excision of the pseudotumor. The femoral head was removed and replaced and a dual mobility bearing was implanted test results were negative for infection and the head had no evidence of corrosion or metal debris along the articulation and taper. The femoral stem and acetabular cup were found to be stable.